Manufacturer narrative:
A mfg review could not be performed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for eval but was discarded by the user facility. The root cause could not be determined based upon available info. The current IFU states: warnings: system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in lip breakage or balloon separation. Use of the access pta balloon dilatation catheter: apply negative pressure to fully evaluate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that the pta balloon took longer than expected to deflate after being inflated twice to 12 atm for angioplasty of the outflow of the basilic vein. Reportedly, the balloon gradually deflated after 1-2 minutes and was removed without incident through the sheath, completing the procedure with no injury to the pt.